Manufacturer narrative:
Approximate age of the device is 32 days. The device remains implanted and in use by the patient. The event occurred at (B)(6). The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 32 days post-implant, it was reported that the patient presented with weakness and an ache in his left arm. Due to the patient¿s medical history of pulmonary emboli, the patient was admitted into the ICU. An echocardiogram revealed a dilated right ventricle, depressed systolic function (ejection fraction 25%) and an echogenicity noted on the aortic side of the aortic valve. A thoracic cta found a tissue defect consistent with thrombus on the left cusp of the aortic valve. Additionally, an "embolic tissue defect on the lvad's visible parts" was reported. Treatment with heparin was initiated.

Manufacturer narrative:
The report of suspected thrombus was not confirmed because the pump was not returned for evaluation; however, the heartmate ii instructions for use lists device thrombosis, peripheral thromboembolic events, and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that on (B)(6) 2015, the patient underwent a heart transplant procedure.